Event description:
Additional information received from a healthcare provider reported the patient experienced the felling of overdose and dizziness 39 days after the refill. The cause of the felling overdosed was not determined not thought to be pump related most likely.

Event description:
Information was received from a business partner regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that after a pump refill the patient felt dizzy and felt like he was overdosing. He went to sleep and the next day the symptoms had resolved. The patients status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.